Event description:
Medtronic received information that prior to use during priming of the custom tubing pack it was noted that the luer connection in the cardioplegia line segment between the spikes and boot leaked once the cardioplegia table line was primed with blood. The operator removed the luer and cut in a connector and a spiked line to replace the line removed. The customer observed foam in the venous reservoir (cvr) with approximately 1 inch of foam on top of the blood. The medtronic rep confirmed that the blood was not entering the reservoir through the unfiltered recirculation port and that there was no visible air in the venous line entering the cvr. After cross clamp was removed a shower of micro emboli was observed in the aorta (white signature on the tee). The circuit was examined for abnormalities and none were found. The oxygenator/cvr and pump were changed out. The bypass was suspended by 4 minutes while the replacement took place. The blood from the previous circuit components were discarded (under suspicion as a complicating factor) and the patient was transfused. The patient sustained diffuse cerebral edema and anoxic encephalopathy (brain damage) because of the air embolism, which was confirmed post-o peratively by CT scan and other imaging studies and subsequently expired died on (B)(6) 2019.

Manufacturer narrative:
Additional information was received and the following fields have been updated: - b.2 date of death - b5.desc evt problem - d 2. Product code - g.2 PMA / 510(k)# medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information received; a1 patient initials a2. Date of birth. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual analysis: visual inspection shows evidence of a crack(s) around the qb-inlet port. The device was cleaned using a 10% bleach solution. Note: during the cleaning process there was a leak observed from the cracks. Performance analysis: the returned circuit was filled with di water and when run at approximately 3200 rpm's there was air being pulled into the pump through the cracks and then passed downstream to the oxygenator. The oxygenator was purging the air as expected. Conclusion: reason for return was confirmed for damage and air bubbles. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of an ap40 pump the customer observed foam in the venous reservoir (cvr) with approximately 1 inch of foam on top of the blood. The rep confirmed that the blood was not entering the reservoir through the unfiltered recirculation port and that there was no visible air in the venous line entering the cvr. After cross clamp was removed a shower of micro emboli was observed in the aorta (white signature on the tee). The circuit was examined for abnormalities and none were found. The oxygenator/cvr and pump were changed out. The bypass was suspended by 4 minutes while the replacement took place. The blood from the previous circuit components were discarded (under suspicion as a complicating factor) and the patient was transfused. The patient expired a numbers of days later.